Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0l42y, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. Rep called to ask about brain MRI eligibility for abandoned distal lead tip that couldn't be removed during explant. Tss reviewed abandoned/partial lead not MRI eligible and reviewed physician can contact oma for further inquiry. On 2021-dec-14, additional information was received from rep. They reported that the cause of the distal lead tip remaining in the patient was not determined. The most likely cause was that it broke off during explanation of the lead. The steps taken for resolution was unknown as there was no rep present at the time of the explant. The hcp plans to refer patient to have remaining lead removed. The device was thrown out at the time of explant and discarded by customer.